Manufacturer narrative:
H10. D10. Concomitants - product information: 204-01-05 - 7502168 - femur posterior stablized cemented; 204-04-55 - 0604867 - tray, tbia trapezoid cemented; 200-02-35 - 0636928 - 3 peg patella updated/additional information ¿ d1. D4. G1. G2. G4. H4. H6. The reason for the revision is likely the result of prosthesis wear subsequent to failure of the tibial insert locking mechanism and patellar loosening after more than 17.5 years of implantation. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation.

Manufacturer narrative:
Additional manufacturer narrative- additional information/a2, a3, b5, h6.

Event description:
Revision operative report-right knee failed total knee replacement with recalled exactech polyethylene, synovitis secondary to polyethylene wear, minor osteolysis, patella aseptic loosening. The polyethylene liner was noted to be loose and have a failed locking mechanism due to undersurface poly wear and it was removed. There was noted to be some articular side wear of the liner as well. Femoral component was noted to be well fixed; no evidence of infection grossly although multiple specimens were sent to pathology. Tibia was noted to be well fixed. Patella was noted to be loose and there was some wear on the patella with soft tissue and bone overgrowth. Revision total knee, exchange liner and patella only. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient, initial right knee replacement surgery on (B)(6) 2004 and was implanted with an optetrak device. Following the implant surgery, plaintiff began experiencing pain, swelling, and stiffness in his right knee. The pain and swelling continued, and on (B)(6) 2022 MRI of the right knee showed ¿mild polymeric-induced synovitis with circumferential bone resorption over the patella component, concerning for the presence of component loosening.¿. The MRI further revealed ¿patella tendon is degenerated but not torn.¿ on (B)(6) 2022, (B)(6) was diagnosed with a ¿nontraumatic rupture of the right patellar tendon.¿ thus, due to worsening pain, instability, and increased swelling, stiffness, and large global effusion, plaintiff underwent a right knee replacement revision surgery on (B)(6) 2022, approximately 17 years 10 months post initial procedure. A pathology report after the surgery revealed ¿portions of the tissue are fibrotic, hyalinized, and infarcted. There is a histiocytic infiltrate associated with foreign material consistent with polyethylene and metallic debris.¿ upon information and belief, the loose components and significant synovitis were due to polyethylene wear of the tibial insert. No device return anticipated due to this being a legal case. No further information.